Event description:
Procedure type: unknown. According to the reporter: the customer reports that a gastroduodenal artery began to spurt during the initial surgery. A suture was placed and the surgeon attempted a figure eight with the suture but could not see the tip of the needle. The needle broke and was buried in the ulcer bed. Surgical time was extended approximately 30 minutes and a blood transfusion was done later on in the ward. Blood loss was less than 250ccs during the surgery. The suture did secure the bleeding. The needle was not retrieved from the tissue. Currently patient is stable and back on the ward. He had spent two nights in ICU due to the severity of the ulcer.